Manufacturer narrative:
Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, broken belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The pump was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the slides where the belt-clip is attached is out of order. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.